Event description:
Hdc initiated a review of tubing material with the aim of identifying alternative sourcing if necessary.

Event description:
Rn attempted to remove PICC line prior to pt discharge. PICC line broke x 3 with a portion remaining in the pt's arm. Surgeon performed emergency cut down at the bedside but still unable to remove catheter. Pt transferred to another hosp for PICC line removal in their interventional cath lab. The remainder of the PICC line came out in 3 more pieces.